Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the right coronary artery (rca). A 3.0x33mm multi-link stent delivery system (sds) advanced to the vessel, however, failed to cross the lesion due to heavy calcification. Stent movement was then observed on angiography. The device was removed without reported issue. It was discovered that the stent dislodged outside the patient's anatomy. A non-abbott device was used in replacement. Reportedly, there was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.